Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu board was replaced to resolve the reported issue. Calls requesting patient information from the hospital on (B)(6 ) 2020. No patient information provided to date. Unique identifier: (B)(4).

Event description:
The hospital reported the unit shutdown and required a restart during a case. There was no report of patient injury.